Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5038865) in united states on 09-mar-2015 which refers to the consumer herself of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006. She reported that shortly after the essure procedure she was hospitalized with debilitating migraines and was sent home with a prescription. She also experienced constant nausea, back and pelvic pains, sever menstrual cycles, was unable to have intercourse without excruciating pain, dizziness and weight loss. Follow-up from 23-mar-2015: unable to reach consumer by phone. Henceforth, no further follow up can be pursued by phone. The product technical complaint (ptc) investigation and final assessment were received on 31-mar-2015. (B)(4). Final assessment this case is for essure 205 with placement done in 2006. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed case report received via regulatory authority refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and shortly after procedure, was hospitalized with debilitating migraines. This event is serious due hospitalization and unlisted in the reference safety information for essure. Migraine is an episodic disorder, characterized by a severe headache generally associated with nausea, and/or light and sound sensitivity. Given the close temporal relationship, causality with essure use cannot be totally excluded and therefore this case is regarded as incident. Other non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Follow-up from 02-jul-2015: follow-up attempts were done, with no response to date. Company causality comment: this non-medically confirmed case report received via regulatory authority refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and shortly after procedure, was hospitalized with debilitating migraines. This event is serious due hospitalization and unlisted in the reference safety information for essure. Migraine is an episodic disorder, characterized by a severe headache generally associated with nausea, and/or light and sound sensitivity. Given the close temporal relationship, causality with essure use cannot be totally excluded and therefore this case is regarded as incident. Other non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.